Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) reviewed and it is most likely lead damage. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).